Manufacturer narrative:
The reported observation of ¿end of life ipg¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1 year up to 2.8 years +/- .25-year per ¿ 90205144, for model 3665. The total stimulation on time was 2.02 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the ipg had reached end of life. In turn, the ipg was explanted and replaced to address the issue.